Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a balloon-occluded retrograde transvenous obliteration (b-rto) procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern), a non-penumbra catheter, a peel-away sheath and a guidewire. It was noted that the patient anatomy was tortuous. During the procedure, the physician experienced resistance while inserting the lantern over the guidewire into the catheter and subsequently, the lantern became stuck. Therefore, the lantern was removed. Upon removal, the physician noticed that the distal end of the lantern was ovalized. The procedure was completed using a new lantern and the same catheter. There was no report of an adverse effect to the patient.